Manufacturer narrative:
Occupation is lay user/patient. The customer did not return the test strips.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 3:00 p.m. Was 3.4 inr. The result from the laboratory at 3:15 p.m. Was 2.6 inr. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The customer does not have anemia, does not have antiphospholipid antibodies, is not taking heparin or any other direct thrombin inhibitors. The customer has had no changes in medication or diet. The customer has not experienced any bleeding or bruising requiring medical attention. The meter and test strips were requested for investigation. The meter was returned; the test strips were not returned. The returned meter was tested with retention strips and qc material with the following results: qc 1: 2.3 inr, qc 2: 2.3 inr, qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.8 - 2.8 inr). All measurements were without error messages. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The alleged results were not located in the memory of the meter, but the time and date is not set correctly. No information was provided in the complaint case that would point to a cause for the result discrepancy. The investigation did not identify a product problem. The cause of the event could not be determined.